Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl and insulin injections were administered to address the bg level. A pump system check was performed and no device issues were observed. Tandem customer technical support (cts) advised the contact to discuss the event with a healthcare provider. The contact acknowledged the advice and declined cts's offer to follow up.